Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for ketones and high blood glucose of 600mg/dl. The customer was treated with insulin drip. The customer stated that she changed her infusion set and site throughout the night to solve the issue, but her glucose level continued to increase. The customer stated that she changes the infusion set every three days. Troubleshooting was performed. The programming and settings on the insulin pump were correct. Ran a fixed test and the insulin exited. Performed a high pressure test and the test passed. No further info was provided.